Event description:
The customer reported that the ventilator alarmed with blower temperature high occurrence. The customer reported that the unit was in use on patient, but there was no patient harm.

Manufacturer narrative:
Confirmation of the original conclusion.: root cause: failure analysis on the returned blower shows that the blower assembly passed all testing. The high blower temperature alarm (1122 error code) could not be duplicated. There were no faults found with the blower assembly.